Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered for the right ventricular (rv) lead due to elevated sic and high rate non-sustained (hrns) episodes. It was noted that the hrns episodes were due to t-wave oversensing (twos) post premature ventricular contractions (pvc) during rapidly conducted atrial fibrillation (af) and that there were twos post vp (ventricular pace) real time during interrogation. Options to program around the twos were given and the rv lead remains in use. No patient complications have been reported as a result of this event.